Manufacturer narrative:
Citation: elder a et al. Transcatheter aortic valve-in-valve implantation for degenerative bioprosthetic aortic valves. Heart, lung and circulation. 2017, 26; supplement 2, s237; epub 2017 aug 2. Http://dx.doi.org/10.1016/j.hlc.2017.06.447. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding procedural and midterm outcomes of transcatheter valve-in-valve (viv) implantation. All data were collected from two centers between 2013 and 2016. The study population included ten patients (predominantly male; mean age 83 years), all of which were implanted with a medtronic corevalve (n=5) or evolut r (n=5) bioprosthetic valve (serial numbers not provided). Among all patients, adverse events included: valve malposition requiring implant of a second valve (1), pseudoaneurysm with a major bleed (1), and paravalvular aortic regurgitation (9 mild and 1 moderate). Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.